Event description:
Following a maxillofacial procedure utilizing vsp systems products, it was reported that the surgeon was unhappy with the surgical outcome and intends to perform a revision surgery. In particular, the surgeon noted difficulty utilizing the provided mandible cutting guides.